Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands of wire stuck out at the wrist. Other cables at wrist were not damaged. The crimp was found to be intact. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broke pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted inguinal hernia repair procedure, the wires on the small grasping retractor instrument were exposed. There was no report of any patient harm, adverse outcome or injury and there was no report that any fragments from the instrument fell into the patient.